Event description:
It was reported that during an unknown procedure, after the surgeon fired the device, some staples were malformed. Used handsewing to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
Date sent: 11/19/2008. Evaluation summary: the analysis results found that the device arrived in good condition, and with the breakaway washer with an off-center cut. It appears possible that the anvil was pushed far enough off center to result in an off center cut of the breakaway washer. This situation normally occurs when the tissue is not evenly distributed in the device. However, it could not be determined what may have caused the anvil to become off center. It is important to ensure that the tissue thickness is within the indicated range, and that it is evenly distributed in the device. Excess tissue on one side may result in unacceptable staple formation and can result in staple line leakage. For more information, please refer to the instructions for use. The device was reloaded with staples, a new washer was placed and the device was tested for functionality, it fired and formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed, and no anomalies were found during the manufacturing process.